Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked from an unknown location.

Event description:
It was reported that the catheter leaked from an unknown location.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage and may cause the balloon to burst. Valve type: use luer slip tip syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use." Corrections: concomitant medical products and device evaluated by MFR.